Event description:
Customer reported high latron primer results were generated when using the coulter lh 780 hematology analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the reported problem. The fse resolved the issue by replacing the bsv (blood sampling valve). The fse performed shutdown/startup and ran the latron primer. The latron primer immediately passed with low numbers. The fse ran all quality controls to verify operation. (B)(4).